Manufacturer narrative:
An event of paravalvular leak was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device remains implanted. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, an unknown size epic max valve was implanted in the patient. There was a paravalvular leak after implantation of the valve. The patient was reported stable.